Event description:
Caller reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to plug the wall adapter into a functioning outlet and wait at least 30 consecutive minutes to see if the pump would begin charging, with a follow-up planned by technical support. Upon follow-up using different charging supplies and leaving the wall adapter plugged in for 30 consecutive minutes did not resolve the issue. No charging connection was recognized. Cts will replace pump.